Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual examination of the returned tibia identified signs of being implanted (scratched/gouged) with foreign material on the distal surface. The laser etching has been worn away. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: revision operative notes: tibial component not loose but noted wear and excised. Radiographs were not sent for review by a healthcare professional as it was determined the review would not enhance the investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left unicompartmental knee arthroplasty on an unknown date. Subsequently, the patient was revised approximately 9 years later for loosening. During the revision the femoral component was fractured and loose and wear was noted to the tibia component. All components were exchanged without complications. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D6a: (B)(6) 2015. D10 : 00584201501 - femoral component high flex precoat for cemented use only left medial/right lateral - 62742656. 00584202508 - articular surface size 5 8 mm height femoral size a,b,c,d,e,f,g - 62815104. G2 : foreign country : france. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.